Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the dissection is unknown, however, may be due to patient factors (calcified aorta) and/or procedural factors (device manipulation, poor wire control).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 23mm sapien 3 case by tf approach in aortic position, the valve was well implanted without issues, however, post implant the patient blood pressure went down. A tamponade was seen and therefore it was decided to open the sternum. A type a dissection in the ascending aorta was discovered. In order to repair the dissection, the sapien 3 valve was explanted and a surgical 19mm valve with conduit was implanted. The patient was doing well post procedure. The aorta was calcified, however, when or what (wire, delivery system, etc.) Caused the dissection is unknown.